Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was undetermined. The patient was not hospitalized for the event. On the same day, the patient began treatment with fortaz ip (1.5 gram, intraperitoneally (ip) daily for 30 days) and ancef ip (1.5 gram, ip daily for 30 days) for peritonitis. The patient was recovering from the peritonitis and dianeal therapy was ongoing. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd895425 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.